Manufacturer narrative:
(B)(4). Additional manufacturer narrative: aortic regurgitation (ar) in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. The type and cause of regurgitation varies depending upon multiple factors. Typically, regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. Without return of the device, edwards is unable to conclusively determine the root cause for this event. The device history record (DHR) review was not completed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency nor was one confirmed through investigation. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this 23mm bioprosthetic aortic heart valve required valve in valve intervention due to aortic insufficiency after an implant duration of 13 years. Transesophageal echocardiogram (tee) confirmed severe regurgitation through the bioprosthetic aortic valve. The patient was implanted with a 23mm transcatheter valve within the existing valve. Tee revealed no perivalvular leak between the valves and good bioprosthetic valve function. The patient tolerated the procedure well with no complications and was taken to the critical care unit in stable condition. Of note, the patient noticed increasing sob with minimal distances and was noted to have significant lower extremity edema.